Event description:
It was reported that during procedure the console displayed error codes 211, 213 and 825. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console was field service at the user's facility. Upon inspection of the console, the reported error codes were confirmed. It was determined to be most likely due to a defective laser power supply (lps). After performing the replacement of the lps, the issue was resolved, the console was within specification and functioning as intended. Therefore, the reported allegation was confirmed.

Event description:
It was reported that during procedure the console displayed error codes 211, 213 and 825. The procedure was not completed. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.